Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard three alerts over an approximate 4 month period. The alerts were noted to be triggered for high pacing impedance and short v-v intervals on the right ventricular (rv) lead. After each alert the patient was noted to have attended clinic and the pacing impedance was within normal limits and no noise was indicated on stored episodes nor with provocation. The pacing impedance trend was noted to be varying. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the plan to to cap and replace the lead.